Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the large suturecut needle driver had a broken or loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details could be provided and obtained the following: the clinical territory associate (cta) did not have any more additional information to give beyond what was already conveyed in the file. The cta passed on the all the information that the hospital gave.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.